Event description:
It was reported that the patient presented in clinic for a post implant device check. It was noted that there was no atrial sensing and no atrial capture. Atrial lead was noted to be dislodged. The lead was reprogrammed. Lead repositioning was discussed. The patient was stable.

Event description:
New information available on 5/30/2018 states that, the patient presented in clinic on (B)(6) 2018 and the atrial lead was turned off.